Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump the customer¿s blood glucose level was 485mg/dl at the time of incident. The customer states they have been hospitalized for bent cannulas that cause high blood glucose levels. The customer declined to trouble shoot.